Event description:
Same case as MDR ID# 2134265-2011-04777. It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. Vascular access was obtained via the right femoral artery. There were two de novo target lesions located in the mildly calcified right superficial artery (sfa). A 5.0 x 20/135 sterling mr balloon catheter was advanced to pre dilate the target lesions. The balloon was inflated one time to 6atms. A wallstent was implanted to treat the target lesions. For post dilation the 5.0 x 20/135 sterling mr balloon catheter was advanced to the target lesions, and during the first inflation at 14atms a balloon rupture occurred. Next, a 5.0 x 40/135 sterling mr balloon catheter was however during the first inflation at 14atms a balloon rupture occurred. A 5 x 40mm sterling otw balloon catheter was used to complete the procedure. The wallstent was well positioned and fully apposed to the vessel wall. No patient complications were reported and the patient's status is good.

Event description:
Same case as MDR ID# 2134265-2011-04777. It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. Vascular access was obtained via the right femoral artery. There were two de novo target lesions located in the mildly calcified right superficial artery (sfa). A 5.0 x 20/135 sterling mr balloon catheter was advanced to pre dilate the target lesions. The balloon was inflated one time to 6atms. A wallstent was implanted to treat the target lesions. For post dilation the 5.0 x 20/135 sterling mr balloon catheter was advanced to the target lesions, and during the first inflation at 14atms a balloon rupture occurred. Next, a 5.0 x 40/135 sterling mr balloon catheter was however during the first inflation at 14atms a balloon rupture occurred. A 5 x 40mm sterling otw balloon catheter was used to complete the procedure. The wallstent was well positioned and fully apposed to the vessel wall. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the sterling balloon catheter was soaked in a bath of circulating 37 degree celsius water for 24 hours to attempt to loosen solidified blood in the balloon and inflation lumen. When positive pressure was applied with an inflation device filled with water, water emitted from a longitudinal tear in the distal end of the balloon. Inspection of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The reported balloon burst was confirmed; however, there was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).